Event description:
It was reported the device defaulted to a non library protocol and exhibited error 41786. Patient involvement is unknown.

Manufacturer narrative:
Other text: d3, g1,g2 email is: (B)(4); b3: unknown; d4: UDI number; g5: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a swollen dso seal, scratched lens, and a damaged ac connector. The tamper seal was broken. Review of the event history log (ehl) showed error 41786. A functional test was performed and the reported issue was duplicated. The device exhibited error 41786 during testing. The cause of the reported issue was due to the pwa. As a result, the pwa was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).